Manufacturer narrative:
Additional information was received on (B)(6) 2021. Bilateral prosthesis replacement with mentor memorygel breast implants was performed with explant. The capsular contracture originally thought to be bilateral, was only left sided. There was thought to be a possible asymmetry problem bilaterally. This report relates to the right prosthesis. Reason for device explant and/or reoperation: asymmetry manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 295cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced bilateral baker grade IV capsular contracture post procedure. The capsular contractures were diagnosed through a physical consultation. As a result, bilateral explant is planned for (B)(6) 2021. See 1645337-2021-00405 for contralateral prosthesis report.